Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the evening of (B)(6) 2012, the patient obtained a blood glucose reading of 40 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels. Prior to this event, the patient had increased exercise of walking. The patient also had been on a liquid diet post-dental surgery, and was on pain medications. The patient noted he had been ordered to program a temp basal setting for exercise, yet he had not done so. Troubleshooting revealed all pump settings, programming and date/time were correct. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not using the temp basal program for exercise, as ordered by his hcp. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the black box contains dates from (B)(6) 2013. Information from the reported event date on (B)(6) 2012 has been overwritten in both the black box and history. A review of the available black box and alarm history show no eaw¿s related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Investigators observed a pinkish contrast on the display screen. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.